Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-15972. It was reported that the patient presented in hospital for a prophylactic explant due to a blood infection unrelated to the system. During the procedure the physician was unable to advance the stylets into the leads. The physician decided to reconnect the system and aborted the procedure. The patient was stable with no complications and referred to a separate facility.